Event description:
Information received regarding the explanted device notes that during a follow-up, the markers showed that the device was pacing at 220 ppm. The marker displayed a vv interval of 270 ms in vvi mode and in ddd mode. The surface ECG showed that actual pacing was at 110 ppm. After programming some parameters, normal pacing resumed. The patient was pacemaker dependent and complained of palpitations. Subsequently, the device was replaced.